Event description:
It was reported by service report that there was a broken weld on both sides fowler bottom cross brace. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Eval: cross brace.